Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, the customer had difficulty passing a biopsy device through the endoscope. The customer detached the biopsy valve from the endoscope and found a black tubular object inside instrument channel port. The user removed it and attached the biopsy valve to the endoscope. The intended procedure was completed. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The foreign matter (black tube) was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the black tube and the black tube could be an olympus accessory. Omsc surmised that the reported phenomenon was occurred the following cause. The operation part of the accessory was inserted into the instrument channel port and pulled out. When pulled out, the black tube was caught in the instrument channel port and the black tube came off from the accessory. Due to an abnormal fixing position of the black tube with respect to the accessor, when the accessor was pulled out from the channel port of the device, the black tube was caught in the channel port of the device and the black tube was detached from the accessory.